Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to ketones, abdominal pain and vomiting. Customer's blood glucose readings at the time of the call were 348 mg/dl and had diabetes ketoacidosis. Customer was treated with IV drips at the hospital. Customer reported that the insulin pump was not rewinding and the screen was not moving. Customer stated that she woke up with high blood glucose readings and the insulin pump did not alarm no delivery. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. No further information reported.

Manufacturer narrative:
Insulin pump received with high idle current and alarmed during self test due to faulty connector at the remote frequency board. Unable to download insulin pump due to alarms. Insulin pump received with all buttons responding properly. No button keypad anomaly noted. Insulin pump passed rewind, basic occlusion test, occlusion test, prime test, cracked case at display window corners and minor scratches on lcd window.